Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the stimulator is working well. They are very grateful to have it. The patient stated that an incident at a hotel caused their core muscles to be inflamed and it was very painful until they healed, about three months. The stimulation is part of old age. The decreased stream of urine resolved itself. They do measure their fluid intake and will continue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). The pt repeated previously information and mentioned that the rep did have it tested and confirmed that the electrical currents that they felt are not originating from the scs device.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator (pain stimulation implantable pulse generator) experienced unexpected stimulation from the abdomen down to the leg, a decreased stream of urine, and an obnoxious sensation that persisted for an extended period. The patient has only one kidney. The patient was instructed to connect to the mystim application to check device status, and stimulation was confirmed to be on. The patient was redirected to their healthcare provider to further address the issue, and an email with a physician listing was sent to the patient's representative.